Manufacturer narrative:
Manufacturing site evaluation: the density of the ball head was analysed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defects. Secondary metal transfer patterns can be found on the fragment of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. Primary metal transfer in the conus of the ceramic ball head is not equally disturbed. The region of the fracture origin and the primary fracture surface can not be found on the fragment due to secondary damages. Primary regular metal transfer on the insert can be found equally distributed on the whole circumference. On the polished surface of both parts, areas with stripe wear can be found in a clear limited area. Based on the analysis of the fragments it´s not possible to identify the cause of breakage. There are no indications of material or manufacturing failures. Corrective / preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation on-going.

Event description:
Country of complaint: (B)(6). Post operative surgery of 12 year and 3 month, ceramic head is breaking. Suddenly patient experienced severe pain. Sc/msc ceramics insert 28mm 52/54 sym.,product # nh093 was used in the same procedure.